Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed in the pain management, continuous+bolus mode, to deliver morphine 1mg/ml, with a 1ml/hr continous rate, a 1ml bolus, a 10 minute pt lockout, a 6mg/hr limit and the delivery was started. No further programming parameters were provided. On (B)(6) 2009 at an unspecified time, the nurse reported the device display indicated that 0ml remained to be delivered, however; 28ml remained in the container. The device was removed from clinical service. Therapy was resumed using a replacement device. No medical interventions were provided. The customer contact stated there was no change in the pt's status. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.45ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml (+/-5%). This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).